Event description:
The medics were attempting to resuscitate a pt (age & gender unk) and the device did not automatically re-analyze the pt after a defibrillation and did not respond to the medics' attempt to actuate a second analysis. Medics were using the device in semi-automatic mode operations and initiated an analysis of the pt. The device properly returned a "shock advised" determination and the medics administered a 120 joule shock to the pt. The device was reportedly configured to perform an add'l analysis after a shock but the device did not automatically re-analyze the pt's heart-rhythm. The medics attempted to manually initiate a second analysis but the device did not respond to the switch actuation. The medics then disconnected the device and obtained another device and continued to treat the pt.there was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.